Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, the atrial lead was implanted but was not stable and was not getting fixed in the atrial appendage. It was noted that there was no sensing. The lead was replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.